Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. Pump settings and delivery history were reviewed with the pt's grandmother and confirmed as accurate. The pump history indicated that no insulin boluses were administered for two days prior to the event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to end of pump use on (B)(6) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. The pump was unable to be exercised because the pump was unable to detect the cartridge.